Event description:
Event description guidant received information that these epicardial shocking leads exhibited a shocking impedance <20 >125 ohms. A shock was delivered and the impedance measured 20 ohms. Technical services discussed using high energy shocks to confirm system intergrity.